Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, after the clip was deployed, the device could not be removed from the anatomy. The safety release mechanisms were used and the device was removed. Although the clip achieved hemostasis, manual arterial compression was applied. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.estimated date of occurrence (reported as occurring approximately 7-10 working days prior to the date of this report)

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The reported difficulty in device removal can be influenced by, but is not limited to, manufacturing, user technique, and/or anatomical conditions. The vessel locator wings may have not collapsed fully preventing the device from being easily removed. It was reported that once the access ports were used the device released, indicating the wings were able to collapse and other factors may have interfered. During the manufacturing process, each device is inspected for proper function including wing collapse as part of final inspection procedure. There is no indication of a manufacturing influence on the device. It was reported that the clip achieved hemostasis, but compression was used as well. User manipulation during the deployment sequence may cause the device to grab tissue and prevent device removal. The starclose se instructions for use (IFU) has optimal procedures to ensure the successful delivery of the clip. The user was reportedly trained in the use of the starclose se device. There is no reported information to indicate a user influence on the reported experience. Anatomical conditions like extraneous tissue may interfere with the deployment and catch the tubeset or vessel locator wings during deployment and prevent easy device removal. Distal bending forces may have been applied to the deployed vessel locator wings (vlw) due to interfering tissue which may have become compacted between the clip delivery tube distal end and deployed vlw during deployment of the thumb advancer and delivery tubeset through the tissue tract. This condition may have inhibited correct vlw retraction into the distal end of the delivery tube after clip deployment and necessitated the use of the access port mechanism to assist with device removal from the anatomy. Reportedly, the patient was overweight. Although not confirmed, tissue interaction may have placed extra forces on the wings to prevent collapse without the use of the thumb advancer. The evaluation could not conclude manufacturing or user technique influenced the reported experience. The evaluation did indicate anatomical conditions, though unconfirmed, may have influenced the reported experience. The cause of the incident is related to the operational context during deployment of the starclose se device. The evaluation of the actual device may have aided the investigation. A review of the device lot history record and a query of the complaint handling database could not be performed as the lot number was not provided and the device was not available for analysis. There does not appear to be any indication of a lot product quality deficiency.